Event description:
It was reported that during a percutaneous coronary intervention (pci) procedure, a balloon rupture occurred. When inflating the 5.0x20/40 sterling over the wire (otw) coronary balloon, it ruptured at 10 atmospheres. There were no pt complications and the pt's current condition is listed as "good".

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event. Should further relevant information becomes available; a supplemental medwatch report will be filed. (B) (4).